Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and that there was moisture inside the pump. Investigation also revealed that the pump had no power. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Corrosion was observed in the battery compartment. A leak test was performed and battery compartment leak was found. No battery cap was returned with the pump. A test battery cap was used to complete investigation. The pump was not able to be powered on due to the corrosion in the battery compartment. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).